Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient has received 158 shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) since implant. All the shocks were determined to be inappropriately administered due to low amplitude morphology leading to oversensing along with oversensing noise. Several episodes showed therapy exhaustion. The shock impedance measurements are consistently low between 33 to 60 ohms. It was noted that at implant, the shock impedance measurement was 57 ohms and the implant x-ray showed correct system placement. Since implant, there has been a large change in amplitude and morphology along with multiple episodes of oversensing noise. The patient was hospitalized recently and during testing no noise was able to be reproduced, however the qrs amplitude was observed to be very low and close to flat line. This caused undersensing of r-waves and subsequent oversensing of t-wave which also led to inappropriate therapy. An x-ray was taken showing unchanged system position compared to implant. Review of one of the episodes, found an inappropriate shock that led to the patient going into ventricular fibrillation (vf). The arrythmia was successfully converted after four shocks. The shock impedance during that episode was low at 33 ohms. Additionally, the s-ICD has reached end of life (eol). Data was sent into technical services (ts) for review. Upon review ts noted additional x-rays may be needed for additional assessment. It was further noted that the shock impedance has decreased gradually over time which may suggest a relationship with a change in the patient's clinical condition following the sequence of multiple shocks. Ts noted that there were no clear indications of any issues with the electrode at this time based upon x-ray, however additional troubleshooting was recommended. Subsequently the patient underwent a procedure where a transvenous mini implantable cardioverter defibrillator (ICD) was implanted. The s-ICD remains implanted in the patient and was electrically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient has received 158 shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) since implant. All the shocks were determined to be inappropriately administered due to low amplitude morphology leading to oversensing along with oversensing noise. Several episodes showed therapy exhaustion. The shock impedance measurements are consistently low between 33 to 60 ohms. It was noted that at implant, the shock impedance measurement was 57 ohms and the implant x-ray showed correct system placement. Since implant, there has been a large change in amplitude and morphology along with multiple episodes of oversensing noise. The patient was hospitalized recently and during testing no noise was able to be reproduced, however the qrs amplitude was observed to be very low and close to flat line. This caused undersensing of r-waves and subsequent oversensing of t-wave which also led to inappropriate therapy. An x-ray was taken showing unchanged system position compared to implant. Review of one of the episodes, found an inappropriate shock that led to the patient going into ventricular fibrillation (vf). The arrythmia was successfully converted after four shocks. The shock impedance during that episode was low at 33 ohms. Additionally, the s-ICD has reached end of life (eol). Data was sent into technical services (ts) for review. Upon review ts noted additional x-rays may be needed for additional assessment. It was further noted that the shock impedance has decreased gradually over time which may suggest a relationship with a change in the patient's clinical condition following the sequence of multiple shocks. Ts noted that there were no clear indications of any issues with the electrode at this time based upon x-ray, however additional troubleshooting was recommended. Subsequently the patient underwent a procedure where a transvenous mini implantable cardioverter defibrillator (ICD) was implanted. The s-ICD remains implanted in the patient and was electrically abandoned. No additional adverse patient effects were reported.